Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak caused by the ruptured membrane. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was 250cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with new set-up on a different machine. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint of an internal blood leak is confirmed. Visual examination, subsequent to disassembly of the dialyzer, identified a short fiber on the "cavity" ID end at 180 degrees, which measured approximately 2.0cm in length. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.